Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for use error- patient reuses disposable supplies including the cassette. The customer contacted baxter's technical service center to report an issue of check lines and bags alarm on home choice (hc) during use during prime. The patient was not connected. The baxter technical representative (tsr) had the home patient (hp) check heater line, drain line, any closed clamps, kinks or obstructions. The tsr verified that the bag port was open and not crimped. The hc returned to prime and the alarm was repeated. The tsr had the hp start over from the beginning with the same set and the hc alarmed with reload set(rls) 157. The tsr advised the hp to start over with new cassette and bags. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed. As per the complaint information- the patient reused the supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.